Event description:
It was reported that the t:slim x2 pump battery would not charge and a power source alert was observed. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by plugging the wall adapter into an outlet known to work for at least 30 minutes, allowing the pump to begin charging using the original charging supplies. No further assistance was required.